Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mmx40mmx150cm, mr coyote balloon catheter was advanced for dilation. However, upon the second inflation at 10 atmospheres, the balloon ruptured after being inflated for 30 seconds. The device was completely removed from the patient. The procedure was completed with another coyote balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded, with fluid in the balloon and lumen. The balloon, markerbands, inner shaft and outer shaft were microscopically inspected. Functional testing was performed by attaching an inflation device filled with water, to the hub of the device. When pressure was applied, water was found to be leaking from the tip of the device. Inspection revealed a perforation in the inner shaft at the distal edge of the distal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mmx40mmx150cm, mr coyote¿ balloon catheter was advanced for dilation. However, upon the second inflation at 10 atmospheres, the balloon ruptured after being inflated for 30 seconds. The device was completely removed from the patient. The procedure was completed with another coyote balloon catheter. No patient complications were reported and the patient's status was good.